Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Similar incident review was not performed as a specific failure mode was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The starclose device referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device via a 6fr sheath after a peripheral intervention. Reportedly, the foot was deployed; however, blood flow continued and positioning of the device could not be done in order to deploy the needles. The proglide device was removed without issue from the patient anatomy. A starclose se was attempted; however, slight resistance was noted with the thumb advancer and the clip did not deploy. Reportedly, the sheath split completely. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide and starclose se devices. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported event and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.